Event description:
It was reported that patient developed a posterior band slippage post implant a realize band. On (B)(6), 2012 the patient contacted the research group requesting a band adjustment because she was unable to tolerate food or liquid consumption for a couple of days. Patient was seen the following date (B)(6), 2012 at the imaging facility for a band adjustment. It was determined that the band slipped posterior. She underwent a diagnostic laparoscopic removal of gastric band tubing, port and connector tubing on (B)(6), 2012 with no complication. Surgical findings: posterior gastric slip with edematous - appearing stomach. No evidence of preformation or ischemia. Hospitalization was uneventful and the patient was discharged home on (B)(6), 2012 with a return appointment to clinic within 7 to a 4 days.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records. Additional information provided how many adjustments did the patient have between implant date and date band slippage was found? 9. Was this the patients first slippage? Yes. Was the patient compliant with her diet? Yes. How many imbrications sutures did the surgeon use in the stomach wrap? Unknown. What is the current status of the patient? Patient is doing well.

Manufacturer narrative:
(B)(4). The following components were returned: one straight band/balloon with 12.5 cm of catheter. The velocity port with locking connector and 39 cm of catheter. Upon visual inspection, it was observed that three (3) fold lines was present on the balloon, these fold line were localized at 4 cm, 6 cm and 8 cm from catheter connection. Several black and brown stains were observed around reinforcing band and balloon. The actuator ring from the velocity port was returned in locked position, and hooks were deployed. Locking connector was in locked position. A large scratch was observed on the septum. Device evaluation cannot confirm events that are physiological in nature such as band slippage. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process.